Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/10/2013 with the following findings: during testing, the pump booted on to the verify screen with audible and vibratory tones. The pump was exercised for 24 hours on a 1 unit per hour basal rate. At the end of the testing, the 1 unit per hour basal rate remained programmed in the pump with no changes observed. The units remaining were correctly calculated and written in the pump¿s history. The complaint could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas stating that after the pump was dropped, the basal rates did not appear to be correct. There is no additional information available at this time. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported due to the allegation that the basal rates were not set as expected.